Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 500 mg/dl. The customer reported that the reservoir did not lock into compartment. The customer was reported that the reservoir had leak. The customer was advised to replace the reservoir. The insulin pump will not be returned for analysis and the reservoir will be returned for analysis.